Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28-dec-2020 to ensure the initial concern is resolved - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for error message (e-5) with different strip lot number. During the call, the customer opened new vial of test strips (lot # zx4160s), manufacturer¿s expiration date of 05/31/2022. A back to back blood test was performed by the customer fasting and produced test result of hi and e-5 error using the meter. The customer¿s expected fasting blood glucose test result is 280 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (in the bedroom). The meter memory was reviewed for previous test result history (date/time not set; only one result with this vial of test strips): (B)(6).

Manufacturer narrative:
Sections with additional information as of 17-feb-2021: h6: updated FDA's device, method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-018: user has high glucose value note: products tested on different dates: 28-jan-2021 - error failure-mode, 11-feb-2021 - hi failure-mode.